Event description:
Event description guidant received information that this transvenous pacing lead exhibited noisy signals. Impedance measurements, however, have remained within normal limits. A guidant technical services (ts) consultant discussed the possibility of lead fracture, and recommended deactivating the atrial lead. To date, there have been no reported patient symptoms associated with this clinical observation.